Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records has not been performed. The device is not available for return. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during removal of the bandage on the pleurx pleural catheter, a hole was discovered just behind the valve. It was further reported that the hole was made probably with the scissors used to remove the bandage. The issue was resolved by replacing with a new valve. There was no reported patient injury.

Event description:
It was reported that during removal of the bandage on the pleurx pleural catheter, a hole was discovered just behind the valve. It was further reported that the hole was made probably with the scissors used to remove the bandage. The issue was resolved by replacing with a new valve. There was no reported patient injury.

Manufacturer narrative:
H11: no photos or samples were received by our quality team for evaluation. However, the investigation was confirmed as use related based on the provided information stating the tubing was probably cut with the scissors when the bandage was being removed. The root cause was also traced to the reported issue. A device history record could not be evaluated as the lot number is unknown. G3 (date received by manufacturer), g4 (PMA / 510(k)#: k141965; k160450), g6 type or report - follow up# 1), h2 (correction and additional information), h4 (device manufacturing date is unknown), h6 annex a (medical device problem code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions), (annex g ¿ component code). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.